Manufacturer narrative:
(B)(4). Batch n93n49. The device was returned with the tissue pad damaged, melted, and 100% present (not detached as reported) dry body fluids were observed on the handle and shaft and the shaft was bent as well. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. It is unknown how the shaft was bent as it was not identified in the voc by the customer. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the lot number reported n93t4n is an invalid number. If available, what it the lot or batch number for the harhd36? Lot number: n93p4n.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that early into a laparoscopic nissen fundoplication the tissue pad melted and fell off of the device but did not fall into the patient. The piece was found. The procedure was completed with an alternate unlike device with no patient consequences reported.